Manufacturer narrative:
On (B)(6) 2020, the patient met with her doctor concerning an infection at her left breast. The physician noted the infection had likely spread to the incision site. When opening the incision site to clean the wound, the doctor inadvertently cut the anchoring suture, allowing the tail end of the stimulator and the knot to migrate out of the skin. On (B)(6) 2020, the doctor performed a revision on the stimulator, re-implanting the stimulator tail end and knot. The doctor also replaced the anchoring suture. The patient has recovered from the revision operation and has only mentioned that one incision from the revision is healing slower than the other. There patient has not reported an additional infection and is receiving significant pain relief from the device.

Event description:
On (B)(6) 2020, the patient met with her doctor concerning an infection at her left breast. The physician noted the infection had likely spread to the incision site. When opening the incision site to clean the wound, the doctor inadvertently cut the anchoring suture, allowing the tail end of the stimulator and the knot to migrate out of the skin.